Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2014, and then experienced revision surgical procedure on (B)(6) 2023 approximately 9 years and 1 month after initial implant. No images were provided. There is no other information available.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and loss of range of motion or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and product information were not provided. H6: corrected health effect, medical device, component, and investigation clinical codes.